Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to increase amplitude. The issue began for the patient after being involved in an auto accident (exact date unknown). The patient experienced a loss in therapy on the left side. Diagnostics revealed the left lead contacts 1-8 with high impedance over 3000 ohms. Field representative was unable to regain therapy for the left side, but the right side provided therapy. No x -rays were taken, but a lead pull out was suspected. As a result, the lead was replaced due to being torn and damaged. There was no lead pull out. Therapy was restored post-operatively.